Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement via the internal jugular vein, the catheter was allegedly found to have cracks in it. It was further reported that the patient allegedly experienced pain while administering the medication, however, there is no information on medications or intervention provided to treat pain. Reportedly, the catheter was replaced. There was no reported serious injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one clearvue slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted from the distal end of the cath-lock on the attached catheter. Catheter wear was noted throughout the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and granular on both regions. The investigation is confirmed for the reported fracture and the identified catheter wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post a port placement via the internal jugular vein, the catheter was allegedly found to have cracks in it. It was further reported that the patient allegedly experienced pain while administering the medication, however, there is no information on medications or intervention provided to treat pain. Reportedly, the catheter was replaced. There was no reported patient injury.